Event description:
A customer reported to baxter that a flo-gard compatible blood set had tubing separate inside the package. There was no patient involvement, therefore there was no patient injury or medical intervention required in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported that the tubing came off inside the packet. One sample in its closed pouch was available at the plant for evaluation. Visual inspection revealed that the spike was missing. There were no traces of solvent on the tube end which indicates that the spike was never attached to the chamber. The root cause of the reported condition is attributed to an operator not noticing the missing spike from the chamber during the assembly of the full set. As this is a single use device, no repairs will be performed. Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.